Manufacturer narrative:
(B)(4). Estimated date of event. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and analyzed. This incident was created to capture the device condition as returned without any information regarding what may have occurred during the procedure; therefore, there was no reported information to be confirmed. A review of the lot history record revealed no non-conformances that could have contributed to the event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed and the analysis of the return, there is no indication of a product deficiency.

Event description:
Though not reported, the abbott vascular returned goods lab received a 2.5x15 rx voyager balloon dilatation catheter in the following condition: there was blood in the inflation lumen and balloon (indicating a possible leak), a torn guide wire exit notch, and slight bends in the hypotube were noted. Additional information received indicated that the site was not aware of the returned voyager device. No additional information was provided.